Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis loaded in the catheter. The wire was removed from the catheter and presented kinks and bents along the body, moreover, the device presented the spring tip damaged. The coil wire was unraveled and the core wire was fractured. All outer dimensions met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis approved on (B)(4) 2014. It was reported that the burr catheter was stuck on the guide wire. The target lesion was located in a severely calcified coronary vessel. A 1.25mm rotalink plus and a 330cm rotawire were used for rotational atherectomy. After ablation was performed, the physician attempted to withdraw the burr; however, it became stuck on the wire near the guide catheter and was unable to move. The rotalink plus and rotawire were removed together from the patient. The procedure was completed with this device. There were no patient complications reported and the patient's status is good. However, device analysis revealed fractured corewire.